Event description:
It was reported that, during a cori tka procedure, they received a "robotic drill disconnected" notification. This occurred during the bone removal phase, as the surgeon plunged the burr into the distal femur. At that very moment, the error occurred. They recovered by unplugging and recalibrating the drill. This caused a delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
The product, ri robotic drill (us), (B)(6), (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, sn (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7 corrected data: h6 (medical device problem code & health effect - impact code).